Event description:
It was reported that while the intraocular lens (iol) was being inserted, physician noticed that a small part of the iol was missing and also the optic had a rough mark approximately 1 mm from the edge. Iol was removed and replaced, successfully, in the same procedure. Additionally, it was noted that surgery incision started at 2.75 mm and was enlarged to approximately 3.2 mm. No patient complications were reported. Lens was discarded at the surgical site. No further information has been provided.

Manufacturer narrative:
Patient age/ date of birth and gender: unknown. Initial reporter phone number: (B)(6). (B)(4). PMA 510(k): this report is being filed on an international product, tecnis itec preloaded 1-piece iol, that is similar to a product distributed in the us, tecnis 1-piece iol ¿ PMA# p980040 all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. In manufacturing, the intraocular lenses are 100% inspected at 10x microscope magnification. The operators must verify also that the lens is mounted properly into the preloaded system (intraocular housing). No deviations were reported. The preloaded assembly record was reviewed. No deviations related to the preloaded inserter system were reported. A review of process manufacturing instructions in our change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related to this complaint type. The documentation shows that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.